Event description:
A customer observed multiple occurrences of a condition code that indicated that the analyzer's luminometer data was out of range and invalid. Under these conditions, the likelihood is not remote that an erroneous result could be obtained which may lead to inappropriate physician action. No known biased results were reported. There was no report of pt harm as a result of this event.